Manufacturer narrative:
(B)(4). Reported event of stent positioning problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex¿ esophageal ng stent was to be used to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent fully deployed but moved from the intended location. The stent remains implanted inside the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.